Event description:
It was reported by fax that it was not possible during the surgery to implant the lag screw. It was further reported that the nail has been retrieved and another nail has been implanted afterwards. It was also reported that the surgery has been delayed. The customer will be contacted in order to find out for how long the surgery has been delayed.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.